Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk case, the device would not open. No other info is available at this time. No pt consequence was reported.